Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 15 mg/dl. Customer collapsed. Customer reported that meter showed blood glucose of 25 mg/dl but when paramedics arrived, it showed that blood glucose was 15 mg/dl. Customer was treated with juice and glucagon pen. Customer was treated in the emergency room and released. Customer states that piston in insulin pump was not allowing reservoir to fit properly in pump, which had been a problem for months. Customer was advised to call back should issue persist.